Event description:
It was reported via repair work order that the brakes would not engage due to damaged crank ratchet arm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.